Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff inflation/deflation issue. It was indicated that inside the intensive care unit (ICU), they use random trach. Healthcare professional (hcp) use the same procedures for both and they are having issues only with our balloon. It was indicated that the patient had extended hospitalization.